Event description:
It was reported that the lead was capped and replaced due to hv lead impedance anomaly.

Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 11.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.